Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an infection at an unknown location. As a result, surgical intervention was undertaken wherein the entire system was explanted on an unknown date to address the issue.